Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead became extrinsically fractured due to o ver-rotation. The distal conductor of the lead was extrinsically over-rotated. The distal connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue. The guide tooth of the lead was extrinsically damaged. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited a "screw-in" problem. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.